Manufacturer narrative:
Additional concomitant medical products: (B)(4) ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited occasional p-wave oversensing. It was further noted that the patient's right ventricular (rv) lead exhibited occasional r-wave oversensing and chronically high impedance measurements. Both leads remain in use. No patient complications have been reported as a result of this event.